Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed as follows; there was no kink, scratch, stain, or foreign material on the inner channel from the instrument channel outlet to the suction connector. There was no significant dirt, foreign material, or scratch around the distal end, instrument channel inlet, and cylinder. There was a chip loosing part on the adhesive on the bending section. There were scratches in the insertion section. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the suction channel of the subject device tested positive for fungi (1cfu) and non-photogenic fungi (13cfu). The user facility had cleaned the subject device using an olympus cleaning brush and reprocessed using an olympus automated endoscope reprocessor, oer-3 (not available in the USA) with peracetic acid. There was no report of infection associated with this report.